Event description:
Patient received chemotherapy treatment, which included a 5fu (fluorouracil) homepump to be attached and infuse over 46 hours. Patient was treated without incidence and discharged home with his 5fu homepump attached and infusing. No report from patient over the subsequent 46 hours until patient reported to the clinic, where he typically gets his pump disconnected on day #3 of cycle. It was discovered that the pump did not completely infuse. Oncology registered nurse (rn) was contacted, and patient was instructed to go to the cancer center for further instructions. Rn notified oncology provider and it was decided to make a 24 hour infusion homepump with 50% of dose. When patient arrived, current homepump was inspected, and it was determined patient received approximately 50% of medication in the 46 hour period. New pump was attached, and patient was discharged to home. Patient is scheduled to report back after 24 hours for pump disconnect and call if any questions or concerns arise. Lot: 30258409. Exp. 11/30/2025. Homepump c-series 270 ml - 5 ml/hr.